Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist helped the customer over the phone. The cts reviewed ise (ion selective electrodes) calibration reports and noticed sodium (na) reference values were close to -6100. The cts was unable to resolve the issue over the phone and requested service visit. The customer confirmed quality controls results were within specification prior to the event. A field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found worn carbon bridge. The fse determined the failure mode was due to worn carbon bride. The fse replaced the carbon bridge to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(4). Beckman coulter internal identifier is (B)(4).

Event description:
Customer questioned ten (10) ion selective electrode (ise) patient results due to generation of low negative anion gaps results on their dxc600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.